Manufacturer narrative:
Date of the event was estimated. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator (ins). It was reported that the ins was exiting the patient's skin and an explant was planned. Additional information was received. It was reported that the cause was not determined. It was also reported that the device will be explanted but not returned. There were no further symptoms or complications reported or anticipated.